Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: review of the black box data revealed loss of prime with non-zero force. All the prime amounts in the history were normal amounts. The pump was exercised for 24 hours without loss of prime occurring. The force sensor was evaluated and was noted to be out of calibration (low). The pump was opened for investigation. The force sensor resistance was out of specification. Unrelated to the original complaint, the display was noted to be faded and discolored.